Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a bilateral lumbar ablation on (B)(6) 2026 for which they turned their ins off and the doctor performing the surgery had been aware they had the implanted system. The patient stated they had the implant for years and it was great but since the ablation, their health had just been spiraling. The patient stated they had been to urgent care at least 4 times since. The patient said they had been having a lot of dizzy spells and they lost consciousness and fell on (B)(6) 2026 and gashed their arm. The patient said it had been a deep gash that needed 12 stitches when they went the next day to have the gash checked. The patient said they hadn't had any symptoms of uti really at that point but that was when they did a culture and determined the patient had a uti. The patient said they'd been on at least 3 separate antibiotics (patient mentioned macrobid which they took for 5 days and went back to urgent care bent over in extreme pain after 5 days) then they were given rocephin (possibly an injection) and they changed them to bactrim for a week, then saw urgent care again and was given recipro) since on (B)(6) related to the uti and a routine stool sample at their gi found they had developed c-diff because of all the antibiotics they had to take. The patient said they just finished the vancomycin the "day before yesterday". The patient stated they were having a lot of vaginal pain that radiated into their abdomen and back right to where the stimulator was. The patient said they thought maybe the ablation damaged the stimulator/caused it to not work and that was what was causing them all this pain, fevers and suffering. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their managing health care provider (hcp) to further address the issue. The patient stated that they'd been trying to get in to see their healthcare provider (hcp) but they'd called in so many times and the soonest they could get in was on (B)(6) 2026 and the hcp was out of the office all last week and they never called the patient back to discuss what to do in the meantime so the patient decided on their own to turn the therapy off last night (on (B)(6) 2026) to see if that made a difference. The patient said last night was ok but now with the therapy off, they were worried that their nighttime incontinence where they had to wear pads because they'd wake up to go and not make it would return. The patient said these symptoms where they had to wear pads in the nighttime and in the day were why they'd gotten the implant. The patient wanted to know if there was a way to tell by their ins' serial number and model number if something was up since the procedure. They wanted to know if the pain they were experiencing was related to something that happened to their implant from the ablation. Patient services reviewed compatibility guidelines for ablation and redirected the patient to follow up with their hcp at their scheduled appointment on wednesday on (B)(6) 2026 to check the implanted system. The patient also mentioned medical history that they had multiple sclerosis. The patient was to follow up with their hcp at their scheduled appointment. Patient services wanted to note the patient was reporting a lot of medical information and names of antibiotics and patient services did their best to document the reported information and timeline of events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.